Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during an aortic valve implantation procedure, effusion occurred and the patient died. The patient presented for the procedure with a very small ventricle and also a suicide ventricle. When the annulus was crossed with a safari guide wire, the patient's pressure dropped very low. The safari wire was removed in order for the pressure to recover. The physician attempted to cross with the safari wire four to five times and then decided to try to implant a 23mm lotus valve very quickly with low pressure. The lotus valve was attempted to be quickly opened and the valve popped out high into the ascending aorta. The patient's pressure was so low, cardiopulmonary resuscitation (CPR) was required. The lotus valve was removed and the patient's pressure gradually recovered. When the patient recovered, they monitored the patient and used ultrasound to rule out tamponade. At this point the decision was made to implant a non-bsc valve since it could be implanted quickly. The valve was implanted successfully over an amplatz guide wire when suddenly the patient's pressure dropped. Surgical intervention was required and when the patient's chest was opened, an effusion was discovered. A surgical fix was attempted but the patient did not do well and subsequently died.